Event description:
Pt contacted depuy complaining of pain. His doctor told him the patella has separated. Doi: (B)(6) 2005 - no revision or surgical intervention at this time. Review of the medical records suggests loosening of the tibial and femoral component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.